Event description:
Knee infection, synovitis: information was received on 04/04/2002 from a patient who received a first series of three synvisc injections into the right knee in 2002, with the last injection given 03/2002. On the morning of the event, the patient reported that the right knee was "extremely" swollen, painful and warm to touch. Patient reportedly could not straighten the injected knee. On the following day, the right knee was aspirated by the treating physician. Three days later, the patient was prescribed cipro (ciprofloxacin), 500 mg, bid. On the next day, the patient was admitted to the hospital and was placed under the care of an infectious disease specialist who subsequently diagnosed patient with severe synovitis and/or knee infection. The patient was placed on intravenous (IV) ancef (cefazolin sodium), 2 gm, q8 for 6 weeks. Patient was discharged from the hospital after this. The patient reported that culture results were negative and that the "sed rate" was "extremely elevated" at 132. Manufacturer's comment: although a lot number was not provided, a review of trend data did not identify any product trends which could potentially have been associated to a product complaint. 03/24/2002: ciprofloxacin, 500 mtg, bid, 03/25/2002: cefazolin sodium, 2 gm, IV, q8 for 6 weeks.